Event description:
It was reported that the asymptomatic patient presented in hospital for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator had episodes of non-sustained right ventricular oversensing. It was noted that the device was oversensing and led to pacing inhibition. The signal was reproducible with deep breathing. The programming changes were made. The patient would be followed normally.